Event description:
(B)(4).same case as: 2134265-2012-08043.it was reported that during a coronary stenting treatment procedure, a dissection occurred. Lesion 1 was an in-stent restenosis of the drug eluting stent located in the mid right coronary artery (rca). The lesion was 100% stenosed, 2.75m in diameter and 20mm long. The lesion was treated with predilation and placement of a 2.5x24mm promus element plus stent. After the placement of this study stent, there was "a disruption of the proximal rca secondary to the guide" which was treated with the placement of a 3.0x12mm promus element plus stent as follows. Post dilation was performed. Residual stenosis was 0%. Lesion 2 was a de novo lesion located in the proximal rca. The lesion was 60% stenosed, 3.5mm in diameter and 8mm long. The lesion was treated with direct stent placement using a 3.0x12mm promus element plus stent. There was a grade a dissection noted at the distal portion of the target lesion which was treated with the placement of a 3.0x12mm promus element plus stent. Post dilation was performed. Residual stenosis was 0%. The event was considered resolved and the patient was discharged on aspirin and effient.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the device was not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).